Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid dose and concentration not reported via an implantable pump. Indication for use was non-malignant pain. It was reported the patient had an infection at the pump pocket which cultured (B)(4). The decision was made to explant the pump and catheter. The patient was given IV (intravenous) vancomycin for a week with no improvement. The infectious disease physician suggested it all be explanted. There were no environmental, external, or patient factors that may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.